Event description:
It was reported that during a balloon kyphoplasty, cement allegedly extravasated into the canal at the l5 level. The extravasation was detected postop due to "poor" intra-op imaging , according to the report. Immediately postop, the patient reported having a burning sensation but is now asymptomatic. No further complications have been reported. The patient is reported as having no symptoms at this time. The cement used in this case was reported as being properly stored in the hospital pre-operatively and was mixed manually for 1 minute according to the IFU (instructions for use). It was also reported that the cement did reach it's intended "doughy and homogenous" mixed state prior to use.

Manufacturer narrative:
(B)(4). (No known impact or consequences to patient / patient is "asymptomatic"), (no code available for "cement extravasation"). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.